Event description:
The lay user/pt contacted lifescan (lfs) in 2005 alleging that her test strips were damaged. The pt tested and received a 317 mg/dl and a 135 mg/dl within 11-20 minutes. The technique of applying blood on the test strip was correct. The pt did not receive any medical treatment. The test strips were not expired and the test strips had been damaged. The complaint is being reported because of damaged test strips.